Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: not provided.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ultramini meter was giving inaccurate readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 the patient obtained the blood glucose reading of 135 mg/dl on the reported meter, which she claimed was inaccurate compared to her expected values. The patient also tested her blood glucose level on another manufacturer¿s meter more than 30 minutes later; however she was unable to provide that reading. The patient took the action of decreasing her dose of levemir insulin from 20 units to 15 units. On an unspecified date two weeks afterwards, the patient experienced the symptoms of shaking, sweating and feeling faint. The patient did not seek any medical attention or treatment. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated meter reading on the reported meter. Therefore this complaint is being reported.